Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, a likely anterior cuff miss occurred due to interaction with patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the right common femoral artery using a prostyle device after a percutaneous coronary interventional procedure. Reportedly, a cuff miss occurred as the suture was not pulled when the plunger was retracted. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.